Event description:
(B)(4). I had been taking tylenol and ibuprofen for a couple of weeks. So I decided to go to the doctor. I told the doctor all the problems that I have and that I had been taking tylenol and ibuprofen for pain for a couple of weeks. The doctor said that it could not be from the essure because it has no hormones. And that he is not going to give me anything for pain because it can be addictive. So my problems are lower abdominal pain, cramps that come and go, bloating that comes and goes even when I loose weight, migraines, back pain, pain when having intercourse in some positions, feel fatigue all the time, sometimes I have two periods in one month, my hair falls out a lot so much that when I had gone to get my hair done the hair dresser said that I needed to go see a doctor.